Event description:
On an unknown date, a trifecta valve (model unknown) was implanted. On a future unknown date, the valve was explanted. No additional information has been provided.

Manufacturer narrative:
An event of a valve explant for an unspecified reason was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On an unknown date, a trifecta valve (model unknown) was implanted. On a future unknown date, the valve was explanted. Additional information has been requested.